Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. No moisture damage found inside the insulin pump. The insulin pump was received with minor scratched display window corner. Insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump screen was scrolling without being prompted to do so. The customer changed the battery, but the screen went blank. Her blood glucose level was 7.2 mmol/l. The customer stated the insulin pump was possibly exposed to sweat. Nothing further reported.